Manufacturer narrative:
Unique device identifier (B)(4). The valve was returned for evaluation: device history record (DHR): review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected; it was noted the silicone housing was cut/torn around the siphon guard and marks in the siphon guard as well as needle holes in the needle chamber. The valve passed the test for progrmmin, flushing, and pressure. The valve was leak tested; leaked from the needle holes in the needle chamber and from the tear/cut in the silicone housing around the siphon guard. The valve could not be reflux tested due to the damaged silicone housing. The catheter was irrigated, no occlusion noted. The siphon guard passed the test. No root cause could be determined for the problem reported by the customer as the technician could not confirm any occlusion with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing around the siphon guard noted during the investigation, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the instruction for use (IFU) silicone has a low cut/tear resistance. The possible root cause for a fluid retention reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve: the valve was implanted via v-p shunt with setting of 1. On (B)(6) 2020 cerebral ventricular enlargement was observed and valve occlusion was suspected. Therefore, the valve was replaced with a new one on (B)(6) 2020. The procedure was completed with no surgical delay and no adverse consequence to the patient.